Manufacturer narrative:
Approximate age of device ¿ 5 years, 2 months and 11 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2013.. It was reported that there were two pump stop alarms that occurred on (B)(6) 2018 while the nurse cut excess tape from around the percutaneous lead (driveline). The pump stoppages lasted approximately 3 seconds. The pump restarted and the alarms have not reoccurred. The manufacturer¿s technical service representative reviewed the submitted log file and did not find enough evidence in the log file to determine the cause of the pump stoppages. The driveline data was normal so there was no conductor damage. Additional information was requested but has not been provided.

Manufacturer narrative:
Section h6: additional information - evaluation codes were inadvertently omitted from follow-up medwatch report # (B)(4). The manufacturer is closing the file on this event.

Manufacturer narrative:
Products UDI was inadvertently omitted from previous reports. The correct UDI is (B)(4).

Event description:
On (B)(6) 2018, the customer communicated that the external area of the percutaneous lead (driveline) was extremely twisted with obvious breaks along the entire length of the external driveline. The patient applied rescue tape to the breaks themself. The patient also cut off and replaced the rescue tape themself. X-rays of the external pieces showed no obvious fractures in the driveline previously.

Manufacturer narrative:
A full evaluation of the device could not be conducted as the device remains in use. A review of the device history records revealed that the device met applicable specifications. Although the reported pump stoppage was confirmed via the submitted system controller log file, the cause could not be conclusively determined. The heartmate ii lvas IFU and patient handbook outline indications of driveline wire damage as well as how to respond to such events. The patient remains on vad support and no further issues have been reported. No further information was provided. The manufacturer is closing the file on this event.